Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient claims the finger stick value was 134 while the device value was 240.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.